Manufacturer narrative:
The cartridge has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on the same day, the patient experienced elevated blood glucose (bg) of 20mmol/l with excess urination, extreme thirst, nausea, symptoms of dehydration, and small ketones associated with a loss of prime issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Reportedly, the pump had emitted multiple loss of prime warnings. Troubleshooting indicated that the patient was not following the instructions for use for appropriate use of cartridges. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the cartridge.